Event description:
According to the facility, "rn heard patient scream in pain. Rns went to bedside to assess patient. Patient reported feeling something "pop" inside her and said it was the catheter. Rn removed catheter and placed into trash.

Manufacturer narrative:
According to the facility on (B)(6) 2026, "rn heard patient scream in pain. Rns went to bedside to assess patient. Patient reported feeling something "pop" inside her and said it was the catheter. Rn removed catheter and placed into trash. Foley came out without issue, upon inspection foley balloon appeared to have "popped" bedside rn notified. Bedside rn went into room to assess. Patients' urethra appeared intact externally. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.